Manufacturer narrative:
A company service territory manager (stm) reported that the customer stated the alarm was generated even though no pressure line was hooked up to a patient. The stm evaluated the iabp and confirmed the alarm in the fault logs. The stm ran the iabp with a simulator and could not duplicate the malfunction. The stm completed all functional tests and calibrations. The iabp passed all testing. The iabp was returned to the customer and released for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
Customer reported, prior to use on a patient, that the cs300 intra-aortic balloon pump was having an ap pressure trigger related issue. No patient involvement or adverse event reported.